Event description:
It was reported to philips the device failed to release a shock during use on a patient with ventricular tachycardia. The outcome of the patient is unknown. The patient was delivered to the emergency room and there was a medical intervention by the intensive care unit. Additional details have been requested. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
It was reported to philips the device failed to release a shock during use on a patient with ventricular tachycardia. The user was providing emergency treatment for an unstable synchronized cardioversion. A few minutes after the device failed to shock, the ambulance arrived with a paramedic who provided the synchronized cardioversion shock to the patient. The patient was transported to the emergency room with a stable pulse and received medical intervention by the intensive care unit (grud protocol and switched to electrical therapy). The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. A philips field service engineer evaluated the device and traced the issue to a faulty capacitor. Additional details have been requested to determine if the capacitor was replaced. Additional details have been requested to determine if ECG monitoring strips or patient event files were available for philips clinical review.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device failed to release a shock during use on a patient with ventricular tachycardia. The user was providing emergency treatment for an unstable synchronized cardioversion. A few minutes after the device failed to shock, the ambulance arrived with a paramedic who provided the synchronized cardioversion shock to the patient. The patient was transported to the emergency room with a stable pulse and received medical intervention by the intensive care unit (grud protocol and swiched to electrical therapy). The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury.

Manufacturer narrative:
A philips field service engineer evaluated the device and traced the issue to a faulty capacitor. The capacitor was replaced, and the device was returned to full functionality. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the capacitor. The reported problem was confirmed. No further action is necessary at this time.